Event description:
It was reported that the serial cable connection to the handheld was loose. It was verified that the issue was with the handheld as the serial cable functioned fine with another handheld. Another serial cable was tried with the handheld and it was also found to be loose in the handheld. The handheld and flashcard were returned for product analysis on 01/27/2015. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the flashcard on 02/12/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis was completed on the handheld on 02/12/2015. Non-responsiveness from the handheld was found to be due to a damaged connector receptacle where the serial data cable normally attaches; receptacle became partially separated from the main pcb with some broken connector pins; most likely associated with wear or excessive cable manipulation. During the analysis on the handheld it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with bad solder connections between the sync connector and the main pcb. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached sync connector. No other anomalies were identified.